Event description:
It was reported that the procedure was to treat a total occlusion located in the mid right coronary artery (rca). Predilatation was performed prior to stenting. After deployment of a 3.0 x 38 xience prime from mid to distal segment of the rca, a dissection was noticed at the proximal area of the stented area. The dissection was successfully covered with a 3.5 x 18 xience v. No resistance was felt during advancement. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.